Event description:
This spontaneous report concerns a (B)(6) female patient, reporting for herself from the united states: (B)(4). The patient's weight was (B)(6). The patient's height was (B)(6). The patient's medical history and concurrent conditions included: acid reflux, build up calcium (calcium disorder), chronic back pain, high cholesterol, low blood sugar, knee disorder and muscle spasms. The patient previously became sick to her stomach, then vomited when taking tylenol with codeine (panadeine co). The patient was treated with precise pain relieving heat patch (patch, topical) one (unspecified frequency and duration) to lower back initiated on (B)(6) 2012, for back pain. Concomitant medications included lipitor (atorvastatin calcium) (unspecified formulation and route) 40 mg daily for years for high cholesterol, neurontin (gabapentin) (unspecified formulation and route) 600 mg daily at bedtime for years for chronic back pain, cymbalta (duloxetine hydrochloride) (unspecified formulation and route) 60 mg daily for years for chronic back pain, flexeril (cyclobenzaprine hydrochloride) (unspecified formulation and route) 10mg, one three times per day, for years for muscle spasms, hctz (hydrochlorothiazide) (unspecified formulation and route) 50 mg daily for years for water pill to flush away calcium, aciphex (rabeprazole sodium) (unspecified formulation and route) 20 mg daily for years for acid reflux, norco (vicodin) (unspecified formulation and route) 5/325 mg, 2 in morning (am), 2 with lunch for years for chronic back pain, urocit-k (potassium citrate) (unspecified formulation and route) 1080 mg, one every other day for years for calcium for up (disorder), and indomethacin (unspecified formulation and route) 25 mg, one three times per day, for years for anti-inflammatory for knees. On (B)(6) 2012, the patient experienced the product burned some of the skin off and blistering. The patient stated it burned her very badly. The patient was examined by her physician who prescribed as treatment triple antibiotic (unspecified, cream) (unspecified dose and frequency) and applied a big band-aid. The patient stated she was not sure if her back was better today. Action taken with precise pain relieving heat patch was unspecified. At the time of reporting, the patient had not recovered from burned skin and blistering. This report was serious (medically significant) and reportable (serious injury).